Manufacturer narrative:
Information regarding shaft proximity interference value. Thermocool smarttouch bi-directional sf catheter was not in close proximity to another catheter. Thermocool smarttouch bi-directional sf catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant medical products: carto 3 system; model #:m-4800-01; serial #: (B)(4). Smartablate pump; model #: unknown; serial #: unknown. Smartablate generator; model #: unknown; serial #: unknown. Pentaray catheter; model #: unknown; lot #: unknown. Soundstar catheter; model #: unknown; lot #: unknown. Coronary sinus catheter; model #: unknown; lot #: unknown. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch bi-directional sf catheter and suffered a cardiac tamponade (requiring pericardiocentesis) and a possible cardiac arrest (requiring cardiopulmonary resuscitation). While placing the coronary sinus catheter in the coronary sinus, the patient became hypotensive and a right-sided tamponade was confirmed via intracardiac echocardiogram and fluoroscopy. Cardiopulmonary resuscitation was performed while the physician prepped for pericardiocentesis. Pericardiocentesis yielded an unspecified amount of fluid. Patient was reported to be in stable condition. The physician indicated that the patient was walking, talking, and smiling on the morning of post-procedure day one. There is no information regarding extended hospitalization. The thermocool smarttouch bi-directional sf catheter had been in the left atrium prior to noticing the injury. It was noted that the physician was not using fluoroscopy during mapping. Factors cited that may have contributed to the adverse events include the patient¿s cardiovascular medical history of hypertrophic obstructive cardiomyopathy (hocm). Physician¿s opinion regarding the cause of the injury is that it occurred during the 2nd transseptal puncture. Transseptal puncture was performed with an unspecified needle. There is no sheath information. Generator parameters and settings at the time of injury were not reported, as no ablation was performed. Overall ablation time and last ablation cycle time at the site of injury were not reported, as no ablation was performed. Irrigated catheter flow was set at 2ml/min. Patient received anticoagulant during the procedure with activated clotting time maintained in an unspecified range. There is no